Event description:
The hosp reported that there was a 2mm wide by 1 cm long internal burn on the pt.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per out standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb#: (B)(4).